Event description:
It was reported that while positioning for laparoscopic right nephrectomy with remote control of operating table, half of bottom table just broke and nearly touched the floor. This resulted in a controlled wake up to assess lower limb neurology, a CT imaging of spine and additional 2.5 hours where the patient was then reanaesthetised and positioned on a different operating table to successfully complete the procedure. It was reported that there was "no immediate musculoskeletal problems" for the patient. Due to no actual injury reported a malfunction will be filed for the controlled wake up and reanaesthetizing of the patient, the additional CT imaging and the 2.5 hours delay.

Manufacturer narrative:
It was reported on (B)(6) 2023 to stryker customer support that during a case, an operon d820 sn (B)(6) table had the bottom half break and nearly touch the floor during positioning for laparoscopic right nephrectomy with remote control of the operating table. There was also reported issue with the sensor on leg end having damage, the table top slightly loose, intermittent handset operation, and misalignment of casing on the top of the central column. A patient was on the or table at the time of the incident and there was patient involvement which led to additional imaging required, but no injury, open incisions, or organ exposure at the time of the issue. Based on the initial information provided, the exact root cause of the unintended motion is unknown. The fsi has not been provided yet and this case is still under investigation. The most probable root cause would be collision of the table with other equipment in the room or user error. As reported, there was no patient injury. If further information is obtained, a supplemental will be filed.

Manufacturer narrative:
It was reported that during procedure while positioning for laparoscopic right nephrectomy with remote control of operating table, half of bottom table just broke and nearly touched the floor. There was delay of approximately 2.5 hours of delay. There was patient involvement which led to additional imaging required, but no injury, open incisions, or organ exposure at the time of the issue. DHR of the affected table was reviewed and it is evident that it passed all the check at the time of manufacturing. It was advised to remove the table from use. Affected unit was repaired and returned to customer. Investigation of device indicates that table was crushed as there were some item placed underneath, which is the cause of this issue. If further information is obtained, a supplemental will be filed.

Event description:
It was reported that while positioning for laparoscopic right nephrectomy with remote control of operating table, half of bottom table just broke and nearly touched the floor. This resulted in a controlled wake up to assess lower limb neurology, a CT imaging of spine and additional 2.5 hours where the patient was then reanaesthetised and positioned on a different operating table to successfully complete the procedure. It was reported that there was "no immediate musculoskeletal problems" for the patient. Due to no actual injury reported a malfunction will be filed for the controlled wake up and reanaesthetizing of the patient, the additional CT imaging and the 2.5 hours delay.